Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 480 mg/dl. The customer reported having a cracked battery cap. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did not require emergence assistance. The customer declined troubleshooting for the high blood glucose level not connected to the insulin pump. The insulin pump will not be returned for analysis.